Event description:
A user facility reported that a patient on venovenous extracorporeal membrane oxygenation (ECMO) support for acute respiratory distress syndrome (ards) experienced blood loss due to the xlung kit being replaced during treatment. The primary reason for the kit change was due to low post-oxygenator pao2 levels. The patient was initiated on ECMO support at an outside hospital, and was then transferred to the reporting facility where they continued ECMO. The first recorded post-oxygenator pao2 on the kit was 326 mmhg. Pao2 levels were declining quickly making the perfusion team uncomfortable. The last recorded post-oxygenator pao2 before the kit was replaced was 144 mmhg. There were complaints of the system being loud, but not excessively loud. According to the perfusionist, the reason for the system change was purely due to low oxygenation levels. The patient was able to continue treatment after being re-setup on a different novalung console with another xlung kit. The patient was confirmed to be on a low dose of heparin at the time of the event. Blood loss due to the change-out was approximately 500 ml. There were no reports of any adverse effects due to the blood loss. Upon follow-up it was confirmed there were no issues with the console. The xlung kit was not available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a patient on venovenous extracorporeal membrane oxygenation (ECMO) support for acute respiratory distress syndrome (ards) experienced blood loss due to the xlung kit being replaced during treatment. The primary reason for the kit change was due to low post-oxygenator pao2 levels. The patient was initiated on ECMO support at an outside hospital, and was then transferred to the reporting facility where they continued ECMO. The first recorded post-oxygenator pao2 on the kit was 326 mmhg. Pao2 levels were declining quickly making the perfusion team uncomfortable. The last recorded post-oxygenator pao2 before the kit was replaced was 144 mmhg. There were complaints of the system being loud, but not excessively loud. According to the perfusionist, the reason for the system change was purely due to low oxygenation levels. The patient was able to continue treatment after being re-setup on a different novalung console with another xlung kit. The patient was confirmed to be on a low dose of heparin at the time of the event. Blood loss due to the change-out was approximately 500 ml. There were no reports of any adverse effects due to the blood loss. Upon follow-up it was confirmed there were no issues with the console. The xlung kit was not available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer for evaluation. Since the cause was presumably patient induced, it is highly unlikely to detect a failure in the retention sample. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. A review of the batch documentation was performed. No non-conformities related to the reported failure were observed during the manufacturing process. Four quality events were found for this batch; however, none were related to the reported failure pattern. The performance of the gas exchanger is influenced by application parameters like anticoagulation, blood flow, and sweep gas flow. High blood levels of fats or high fibrinogen can lead to secondary membrane formation in the oxygenator which may result in impaired gas exchange. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility reported that a patient on venovenous extracorporeal membrane oxygenation (ECMO) support for acute respiratory distress syndrome (ards) experienced blood loss due to the xlung kit being replaced during treatment. The primary reason for the kit change was due to low post-oxygenator pao2 levels. The patient was initiated on ECMO support at an outside hospital, and was then transferred to the reporting facility where they continued ECMO. The first recorded post-oxygenator pao2 on the kit was 326 mmhg. Pao2 levels were declining quickly making the perfusion team uncomfortable. The last recorded post-oxygenator pao2 before the kit was replaced was 144 mmhg. There were complaints of the system being loud, but not excessively loud. According to the perfusionist, the reason for the system change was purely due to low oxygenation levels. The patient was able to continue treatment after being re-setup on a different novalung console with another xlung kit. The patient was confirmed to be on a low dose of heparin at the time of the event. Blood loss due to the change-out was approximately 500 ml. There were no reports of any adverse effects due to the blood loss. Upon follow-up it was confirmed there were no issues with the console. The xlung kit was not available to be returned for evaluation.

Manufacturer narrative:
Correction: d4.